Event description:
It was reported that, while in use on a patient, the 840 ventilator generated an error message. This error message will result in a ventilator inoperable condition. There is no report of patient injury associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. The device was then operating as intended. (B)(4).